Event description:
"Aligners not fitting: true and jaw pain: true. ""I have problems chewing my food, my teeth are not aligned, I was referring to orchard dentist my two front tooth are loose."" The customer was given a referral to see an orthodontist by his dentist due to the mobility of his front teeth. Mobility classification is not available."

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.